Event description:
A nurse reported that the defibrillator would not discharge defibrillator energy to the pt when the discharge swtich or switches was pressed. The observation or observations upon which this allegation was based was not reported. No add'l info concerning the event was reported. Pt outcome was not known, however, there was no report of adverse pt outcome associated with the use.